Event description:
International customer reported that a needle broke during a c-section. All fragments were retrieved. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: no product returned for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.